Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit checked logs, verified the iab (inta aortic balloon) disconnected alarm and check iab catheter alarm. To address the issue, the fse checked the transducer calibratioin, and verified they were within specifications. The fse performed all safety, calibration, and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation. The full name of the event site is (B)(6).

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), had a disconnected alarm during use on a patient. There was no patient harm, injury, or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
E1: (event site postal code: (B)(6)). Additional information: e1: contact person phone number: (B)(6).